Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed an accelerated battery consumption. Technical services reviewed the device data and confirmed the battery consumption is stable. The device battery was working as intended. However, further information was received indicating this pacemaker was explanted and replaced as it switched into safety mode, a device status that permanently limits available therapy to specific settings. This pacemaker is not expected to be returned for analysis and no additional adverse patient effects were reported.